Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis which confirmed the original report of calcification. Minimal to moderate calcification was detected in the cusp of leaflet 1, minimal calcification was detected in the remaining section of leaflet 3. The free margin of leaflet 2 exhibited minimal calcification. Minimal to moderate host tissue overgrowth encroached was also noted. There were pieces of the leaflets cut out of the prosthesis, which were not returned. The x-ray also demonstrates calcification.

Event description:
In this case, it was reported that the patient underwent redo-avr after an implant duration of approximately 9 years due to prosthetic valve stenosis with calcification. The device was replaced with a new edwards bioprosthetic valve. Of note, this patient also had redo-mvr for the same diagnosis. No other details provided.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be confirmed, it appears that the stenosis was likely caused by the calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Of note, this patient also had redo-mvr. Please reference the MDR submitted for device serial #(B)(4).